Event description:
It was reported that an infusion of total parenteral nutrition (tpn) with dextrose 10%, volume to be infused (vtbi) of 72ml was programmed at a rate of 3ml/hour. The infusion was hung at 1600; however, the bag was found nearly empty at 1900. The guardrails profile used was nicu <1kg.the event resulted in hyperglycemia with the blood glucose around 800mg/dl. All dextrose-containing fluids were held until the patient's condition improved. Furthermore, the patient required increased oxygenation and had to be intubated. Patient remained intubated for 3 days and the oxygen delivery was converted to bubble continuous positive airway pressure (bcpap). Instead of dextrose 10%, the tpn infusion was restarted with dextrose 7.5% formula. The event occurred at neonatal intensive care unit.

Manufacturer narrative:
Additional information provided: a.4, b.5 & d.10 the customer¿s report of an infusion with a vtbi of 72ml with an infusing rate 3ml/hr was hung at 4:00 pm and was found nearly empty at 7:00 pm, was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu error log showed no errors or malfunctions on the reported incident date. Analysis of the pcu event log identified an infusion of ¿tpn over 24hr¿ (drug ID 202) that was programmed to infuse at a rate of 3ml/hr vtbi 3ml. The infusion was programmed on pump module s/n (B)(6) on (B)(6) 2020 at 3:51 pm. The log recorded the infusion completes at 4:51 pm. At 5:00 pm, the source device is selected, and the previously programmed infusion is restored. The pcu event log indicate the infusion is restored 6 times between 5:00 pm and 10:11 pm. On (B)(6)2020 at 10:33 pm, the source pump module alarms for a ¿flow stop open¿ for approximately 14 seconds. The pump module is then selected at 10:36 pm and programmed to infuse ¿tpn over 24hr¿ (drug ID 202) at a rate of 2ml/hr vtbi 2ml. The pump alarms immediately for a ¿patient side occlusion¿. The user responds and restarts the infusion. The infusion completes at 11:37 pm. The log indicates the user restores the previously programmed infusion of ¿tpn over 24hr¿. The logs show the infusion was restored 5 times between (B)(6)2020 at 11:37 pm and (B)(6)2020 at 3:26 am. On (B)(6)2020 at 4:27 am, the source device is selected. And the previously programmed infusion is restored. During the restore the user enters a rate of 4ml/hr and vtbi 4ml. The log show that the infusion is restored 3 times between 5:37 am and 7:38 am. The source pump module is then channeled off at 7:39 am. The calculated volume infused is 41.543ml. The incident administration set was not returned; therefore, could not be tested. Inspection of the pumping mechanism found no irregularities. Rate accuracy testing found the device delivering IV fluid in specification. The root cause of the customer¿s report of an over infusion was not identified. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 01dec2016. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Concomitant medical products: (2)8110; (2)syringes. Although requested, devices has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from neonatal intensive care unit that total parenteral nutrition (tpn) with dextrose 10% with volume to be infused (vtbi) of 72ml in the primary line at 3ml/hour, hung at 1600, was found nearly empty at 1900. Profile used was nicu <1kg. It was reported that the event resulted in hyperglycemia with glucose in the 800's, which required further treatment and increased oxygenation by intubation. Pt remains in the hospital.